Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "medium alarm acknowledged". To further investigate, a functional test was performed. The reported event was duplicated. The pump was found to be displaying "air in line" alarm message during the investigation. The faulty air detector was not operating as intended. The faulty air detector was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited an air in line. No patient was involved in this event. No adverse effects were reported.